Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units battery is not charging, was plugged in over night, battery is new, fan does not turn on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management pcba. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.